Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of use. It was reported that the system won't boot up. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the power tray was defective. Fse replaced the pdu fantray and dcps. After the replacement of pdu fantray and dcps, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.